Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that the patient's blood pressure dropped and intracardiac ultrasound confirmed perforation. Pericardiocentesis was performed and patient was stabilized. The following bwi equipment involved: carto 3 system (serial (B)(4), stockert generator coolflow pump (serial (B)(4), catheter d128205 (lot#unknown), catheter 08255790 (lot#unknown), and catheter (B)(4). Reported by (B)(6).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00204) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "follow-up#2", instead of follow-up#1. Corrections made to following sections: g1, g7, h3, h6, h10.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00204) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the common device name and provide the device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), and update the event and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation as it was discarded by the user facility.